Event description:
User received erratic bicarbonate results for several days. Fifty patient samples were involved. One of the following patient example was provided. Initial result 28.0 mmol/l, repeat 21.0 mmol/l. Errant results was reported out; user corrected the report after rerunning the sample. There was no known change in the patient's treatment. The field service representative determined the cause to be a problem with the reagent changeover valve for bicarbonate on channel 2. He replaced the valve, performed flow path wash and reagent rinse and prime. Performance tests were performed.